Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
There was a report of a suspected rapid implantable pulse generator (ipg) depletion. It was reported that the device was replaced with a rechargeable ipg. The issue was reported to be resolved at the time of report. It was reported that the ipg was at elective removal indicator (eri). The initial settings was reported to be to be an amplitude of 5.7 volts, pulse width of 450 and rate of 60. The patient had 2 zones running and a third zone was added on (B)(6) 2015. The ipg was not totally depleted. No symptoms were reported in regards to the event. Relevant medical history includes spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device was found at normal end of life where the telemetry and output were okay. H6: fdc 71 now pertains to the implantable neurostimulator (s/n: (B)(4)). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.